Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 7074326, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had leaking out at the midline incision. The patient was prescribed with antibiotics.